Event description:
It was reported that 2 screws would not lock into the four distal holes of an atomic variax fibula plate. There was an approximate15 min delay trying to use another screw with that hole. They left the holes empty.

Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report.

Manufacturer narrative:
Product inquiry stated the distal lateral fibula plate and both unknown locking screws to be the primary products. No further associated products were reported. A physical examination could not be carried out as the items were not received for evaluation. The distal lateral fibula plate was still implanted and the two locking screws were disposed of by the customer. A review of the device history records could not be carried out as the lot codes were unknown and could not be provided. Thus a reasonable examination and investigation was not possible. The reported event (¿2 screws would not lock into two of the four distal holes¿) could not be confirmed. With the information given the exact root cause could not be determined. However based on the limited information a deficiency of the items in question was not verified. The file will be closed formally. In case relevant information resp. The part becomes available we reserve the right to update the investigation and to change the root cause.

Event description:
It was reported that 2 screws would not lock into the four distal holes of an atomic variax fibula plate. There was an approximate 15 min delay trying to use another screw with that hole. They left the holes empty.